Event description:
The patient contacted animas on (B)(6) 2014 reporting that they changed the time at midnight for daylight savings time and was incorrectly showing for pm as opposed to am. The patient reported that they had a blood glucose (bg) of 40-55mg/dl with shakiness and unsteadiness when standing and/or walking. The patient did not receive any treatment above and beyond the routine care of diabetes management. This report is being made due to the hypoglycemic event the patient experienced that resulted from the patient incorrectly setting time and date on the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient incorrectly setting time and date on the pump).